Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem correction. D4 catalog no correction. D4 lot no correction/ additional information. D4 expiration date additional information. D4 UDI - additional information. H2 type of follow up correction/ additional information. H4 device mfg date additional information. H5 labeled for single use correction.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).